Event description:
The product was placed but was never able to get temperature reading. There was no pt injury. Add'l info was requested and the following was received on (B)(6) 2014 from the integra sales rep. On (B)(6) 2014, the product was implanted. The product problem (no temperature reading) occurred immediately in the intensive care unit (ICU). The product was left in place for intracranial pressure (icp) reading even though it did not have a temperature reading. It was not replaced with a new catheter. Temperature was measured by core body temperature through a catheter. The product was explanted on (B)(6) 2014. Pt outcome was not known.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.